Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent move on the balloon. During preparation and insertion of a 2.25x12mm synergy ii drug-eluting stent, it was noticed that the stent began to slip off the balloon. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported.